Manufacturer narrative:
No cleaning, sterilization, and disinfection information was available from the customer. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for gram positive rod and micrococcus luteus. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The scope was removed from use after the first positive test result. The scope was then reprocessed and tested again with a negative result. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Correction to b5 of the initial report the negative result received from the customer was prior to the event on 17aug2022. No negative results has been received from the customer that occurred after the event.

Manufacturer narrative:
Correction to b5 of the initial report, please reference b5 for further information. Correction to h3, the subject device was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.